Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination on the force sensor plate, and low force sensor calibration. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The device was returned for investigation and evaluation was completed by product analysis on (B)(4) 2013 with the following findings : information from the reported failure date is overwritten due the continuous use of the pump, no activity outside of normal use is observed in the available data. Pump¿s case is undamaged, no battery cap returned with the pump. A test cap was used during investigation, and it was able to maintain electrical connection, pump powers ¿on¿ and displays ¿verify¿ screen, no ¿power on reset¿ occurred during testing. Pump was unable to detect the cartridge upon the first ¿load¿ attempt; unable to verify all steps and adequately investigate reported ¿202¿ due the ¿load step malfunction¿ .force sensor calibration reading is below specification. Pump was opened and inspected, no moisture ingress was found, pcb and power flex were inspected for intermittent condition, none was found. Force sensor circuit was disassembled. Contamination was found to the force sensor plate, the ball bearing was found dislodged from lead screw gear chamber . Force sensor resistance was found above normal specification at 43k ohms.